Event description:
It was reported that the ventilator shut down with an alarm while on a patient. The customer was immediately able to turn the ventilator back on again. No reported harm to the patient.